Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post operation check inadequate capture issue and p-wave amplitude variation issue was observed on the lead. Lead was repositioned the following day and remains implanted. Patient was asymptomatic and stable throughout both procedures.